Event description:
Reference uf report #: (B)(4).

Manufacturer narrative:
(B)(4). Report # (B)(4) stated that the detergent was not flowing form the gallon pump bottle into bay 1 of the system 83 plus 9 washer/ disinfector. Custom ultrasonics could not verify that the device malfunctioned. The investigation revealed that preventative maintenance was performed on (B)(6) 2013 which included a check of the detergent lines. On (B)(4) 2013 a service technician was called to verify detergent flow. The technician verified that the detergent pump assembly was working properly. Custom ultrasonics recommends that the detergent bottle is checked on a daily basis as stated in the operators manual: "the automatic injection of a detergent is set by the factory technician during installation and requires that the operator monitor the level of the detergent in the bottle on a daily basis or : per cycle basis. Replace the detergent when the level is no less than one inch from the bottom. If the detergent bottle is empty, replace the detergent, start the program and hand pump the detergent to prime the detergent pump. The customer stated: "by following the cleaning criteria described (utilization on pre-cleaning and scope buddy) there is no increased risk from a patient standpoint". This occurrence appears to be due to user error. This report is being submitted in an abundance of caution.